Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient stated that they were unsure if sensor session was started before receiver and transmitter were paired. Dexcom representative advised patient to stop sensor session, reset receiver, and re-pair the devices. Patient reported devices had paired and started the sensor session. No additional patient or event information is available.